Event description:
It was reported the patient presented for implant procedure. During surgery, the ventricular leadless pacemaker (lp) was shown on fluoroscopy to dislodge to the right atrium after release. The lp was removed and a different lp was used to complete the procedure. The patient was in stable condition.